Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the reservoir had air bubbles. The customer's spouse reported that they filled the reservoir with cold insulin. The customer's blood glucose was 123 mg/dl at the time of call. The customer's spouse was instructed to deliver fixed prime until the air bubbles were no longer visible. The reservoir will not be returned for analysis.